Event description:
As reported by the edwards field clinical specialist, after removal of the 22fr retroflex sheath from the patient's right femoral artery, and initial surgical repair of the access site, a dissection was noted on fluoro above the access site. The cardiothoracic surgeon implanted a gore propaten vascular graft (7 mm x 50 cm), post dilated, and the arteriotomy was closed surgically. The patient was stable post-procedure and transported to the recovery room. Additional investigation revealed the following: the peripheral access site was the right femoral artery. The minimum luminal diameter of the access site was 7.5 mm, and the minimum luminal diameter of the vessel at the location of the dissection was 7.5 mm. The vessel was described as mildly calcified and mildly tortuous. Nothing abnormal was noticed about the sheath or dilators before or after use. Per report, the sheath did not malfunction.

Manufacturer narrative:
The sheath is not available for evaluation as it was discarded by the site. In addition, there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7 mm. In this case, the access vessel's minimum luminal diameter was 7.5 mm, and the vessels were noted to be mildly calcified and mildly tortuous. The root cause for the reported dissection cannot be confirmed. The vessel size was appropriate, and per report, the calcification and tortuosity were only mild. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.